Event description:
It was reported that there was a right revision of the abgii stem and adm cup due to stem loosening. No medical records or x-rays available.

Manufacturer narrative:
Reported event: an event regarding femoral stem loosening involving an abgii modular stem was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions the event could not be confirmed nor the root cause of the reported femoral stem loosening determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. It is noted that the abgii and rejuvenate modular stem families were recalled under ra 2012-067. Hospital policy.